Event description:
The reporter called and alleged discrepant results on two patients when compared to a lab. The reported device result was >8 and 5.8 inr. The corresponding lab result reported was 4.88 and 3.59 inr.

Event description:
The reporter called and alleged discrepant results on two patients when compared to a lab. The reported device result was >8 and 5.8 inr. The corresponding lab result reported was 4.88 and 3.59 inr.